Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user come to the clinic reporting that he is not hearing with the device. Reportedly, the recipient can't use the audio processor as it's defective and causes uncomfortable sounds.

Manufacturer narrative:
Additional information: according to the information received from the field a technical failure of the reference electrode seems likely. However to determine an exact root cause device investigation will be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user come to the clinic reporting that he is not hearing with the device. Reportedly, the recipient can't use the audio processor as it causes uncomfortable sounds.re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure at the reference electrode which explains the reported issues. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user come to the clinic reporting that he is not hearing with the device. Reportedly, the recipient can't use the audio processor as it causes uncomfortable sounds. The user has been re-implanted.